Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated glucose readings up to 397 mg/dl for approximately 2¿3 hours while the ilet was not receiving cgm data due to the system being set to pair with g6 instead of g7, which prevented dosing and led to user confusion about manual bolusing; troubleshooting and education were provided, including correcting the cgm selection to g7 and reconnecting, with guidance on pairing and warm-up. Symptoms included thirst and dizziness. Outcomes included no alerts on the ilet, no back-up therapy, no ketone testing performed at the time of the call, and no medical intervention or hospitalization. Investigation included device-use assessment, connectivity verification, and patient education on system operation and cgm pairing. Investigation of this case revealed that the root issue was user selection of the wrong cgm type causing loss of cgm connectivity and cessation of automated dosing, with no pump alarms and normal infusion set inspection. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup and use.